Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's groin. Hemostasis was not achieved, and manual pressure was held with successful control of the bleeding. As the pt's activated clotting time level was measured to be 250, the physician chose to also administer protamine sulfate (dose unknown) to help facilitate the hemostasis process. The pt was reported in good condition following the event. As of 05/18/1998 there has been no further report of complication or pt sequelae made to the MFR.